Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and no evidence of blood. A visual inspection did not identify any non-conformities. The returned extension cable was tested with a ref hemopro 2, power supply and adapter cable. The extension cable passed the pre-cautery test; the ref device producted steam and heat during several activations and shut off when the toggle was released. Based upon the evaluation results, the reported complaint could not be confirmed. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 overheated and would not turn off. A replacement device and extension cable was used to complete the procedure. The hospital did not report any pt effects.